Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated 02/08/2010, therefore, this report requires a 5 day MDR based on this new information.

Event description:
Procedure type: unk. According to the reporter: protack was not functioning properly; after putting first tack in device it jammed and the device would not fire again. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.